Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 594 mg/dl. The customer reported crack in pump and blank display. The customer treated hyperglycemia through insulin from pump. The event involved product(s) unomedical, mmt-1884, unk_reservoir. Troubleshooting was performed for blank display and confirmed that battery compartment were damaged. Troubleshooting was performed for damage on pump and confirmed crack on battery tube side impacting pump functionality. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using insulin pump within 48 hours of reported event. It was unknown whether the customer was using auto mode/ smart guard feature at the time of reported event. No further patient complication was reported. The customer will discontinue the use of pump. No product return is required for unomedical, unk_reservoir. Product mmt-1884 will be returned.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. Unit was also successfully uploaded to carelink. Proceeded with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement, active current measurement, and self-test. No blank display, low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No abnormal behavior during download history review. Proceeded by cutting unit open and performing a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage was noted on electronic assemblies during visual inspection. The following cosmetic damages were noted: cracked case (battery tube), battery tube threads - cracked, cracked case, missing display window/cover, scratched case, and pillowing keypad overlay. In conclusion, customer allegations were not confirmed during testing. Unit powered up properly after battery installation, and no blank display or relevant alarms noted during download history review. Unit was tested successfully. Unable to confirm allegations for high bgs. However, allegations for cosmetic damage were confirmed when cracked case (battery tube) was noted during visual inspection. Additionally, unit was received with original battery cap missing battery cap contacts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.